Event description:
Reporter alleged the going to the doctor for high blood glucose monitoring device results and having medication changed from normal type taken. Reporter stated device readings had been high over the weekend (about 340 mg/dl) and went to the doctor on the following monday. Reporter stated doctor tested on his device aling with a lab test performed however does not remember values. Reporter indicated doctor started her on new medication after the monday results, however did not have the name of the medication available. Reporter stated not using controls. A request was made for the return of the suspect device and replacement product was sent.